Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97745nt (serial: (B)(6)); product type: ; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the controller turned off on its own when charging and the patient used to have group b with programs 1, 2, and 3, but now they only have program 1. Caller stated that even without turning it on lock, it would say the stimulation is off but it would charge. Caller confirmed that the patient did not press any buttons. When the caller turned on the controller, the group c program 1 stimulation was off but the other programs were on. Caller then turned on the stimulation and then everything's charged. Caller stated that patient still felt the 'zingers' in their legs indicating that the stimulation is working and they haven't adjusted the settings much. Caller mentioned that sometimes the stimulation would randomly shuts off but the patient did not turn it off, and the controller battery was fully charged. Caller noticed that the stimulation on group c program 1 was off but the other programs were on. Caller stated that before, the patient have groups a, b and c with programs 1, 2, 3 but now the group b is no longer showing the programs 2 and 3; only program 1 available with intensity of 4.6. Caller mentioned that when the stimulation on group c was turned off, they pressed the white button on the controller to turn it back on. Caller mentioned that most of the patient's therapy were programmed to group c. Agent had caller reset the controller. Caller confirmed no visible damage to the controller and battery pack (bp). Caller unlocked the controller; caller confirmed there's no cord connected to the controller. Caller saw 'no device found' message; caller pressed try again. Caller confirmed both controller battery and implant were at 100%. Caller was able to connect to the implant and confirmed groups a and c with programs 1, 2 and 3 with exception of group b with only program 1 available with intensity of 4.6. Agent reviewed information. The caller was redirected to their healthcare provider to further address the issue. When asked for the event date, caller stated they first noticed the issue about 5 months ago. It was also reported that the patient was getting a lot of pain in their legs. The caller was redirected to their healthcare provider to further addre ss the issue. When asked for the event date, caller stated the pain was progressive last month.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the device was previously turned off by a representative. They met with a representative who turned it on and adjusted it. The issue was resolved and they had no problems.